Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.

Event description:
When the tracheostomy tube was inserted, the pt said it felt hard. We could see it looked higher and was digging into his neck. On changing, the pt's neck was red and marked. When the parents compared the removed tube to an unused tube, they noted that the angle of the cannula bend was less in the used device than in the unused one.